Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 50 individuals with obstructive sleep apnea who underwent coblation tonsillectomy with barbed pharyngoplasty between 2018 and 2024 was completed. V-loc suture was used for palatopharyngeal muscle relocation. There were five postoperative bleeding cases leading to reoperation were related to a competitor product; two involved the tonsillar fossa and were re-treated by bipolar electrocautery. Also, suture extrusion and wound dehiscence were reported in 16 cases. Bahgat ahmed, obstructive sleep apnea surgical treatment doi: 10.1002/oto2.70019. Http://oto-open.org.